Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor sent their customer's device to physio-control for service. Upon evaluation, physio-control observed that the customer's device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and it was observed that the internal hybrid layer capacitor (hlc) batteries exhibited low voltages and that internal hlc battery, designator bt1, on the analog pcb, would no longer take a charge. The cause of the reported issue was determined to be due to the depleted internal hlc batteries on the analog pcb, causing the device to not be able to remain powered on. However, the cause of the depletion of the internal hlc batteries could not be determined. The customer was provided with a replacement device.

Event description:
The distributor sent their customer's device to physio-control for service. Upon evaluation, physio-control observed that the customer's device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to power on. There was no patient use associated with the reported event.